Event description:
The maine health organization have encountered potential contamination issues with ICU medical IV tubing. Multiple user facilities have reported to the FDA their ongoing issues with the device. One hospital ((B)(6) hospital) in is apart of the maine health organization and experiencing issues with the IV tubing as well. The reporter represents state of (B)(6) hhs, division of public health, bureau of infectious disease control.